Event description:
Reported by attorney. Plaintiff claims to have suffered serious bodily injury, including but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, add'l surgery and/or other injuries.